Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently not charging. Additionally, the customer reported experiencing intermittent elevated blood glucose levels. Bg values not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.